Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 43203 competitor implantable pacing lead, (B)(6) 1996. (B)(4).

Event description:
It was reported that the patient wakes up and feels lightheaded and that their heart rate is falling below the programmed lower rate. The clinician thinks this is due to the patient¿s premature ventricular contractions. The device remains in use. No patient complications have been reported as a result of this event.